Event description:
It was reported that the right ventricular (rv) lead was dislodged. During the procedure to reposition the rv lead the helix required more than 30 rotations to extend and upon removal of the lead tissue was noted on the helix. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and the distal electrode was bent. It was noted there was body tissue on the distal electrode, there was blood on the distal electrode and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. During the procedure to reposition the rv lead the helix required more than 30 rotations to extend and upon removal of the lead tissue was noted on the helix. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.